Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4 batch # unk. H6: health effect: clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal procedure that after firing on the low anterior while trying to remove the device the anvil had detached in the proximal end of the colon. This did not disrupt the anastomosis. Surgeon was able to guide the anvil with a scope to be able to grasp the anvil and remove it. Prior to the procedure the surgeon was strongly considering to divert to an ileostomy. The detachment of the anvil was the final variable that helped the surgeon to make the decision to divert.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Remove portion of unhealthy tissue. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? Don¿t know. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Resident. They have used before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check. Sound of seal breaking. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Could not confirm. Rep was not in room but was told 4 half turns. Was there any difficulty removing the device? A little resistance at first. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Full complete donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon indicated this was a high risk patient preoperatively. She was already possibly considering to divert the patient, but would know interoperative. Once the anvil had detached after the firing, then that is what persuaded the surgeon to divert for sure.